Event description:
A customer technical advocate (cta) was contacted with regard to the cell-dyn 3700 sl analyzer generating erratic results for wic, hgb and nrbc flags. The account states the hemoglobin results are sometimes over range indicated by chevrons (>>>>>) and sometimes are really low. One patient speciment generated a hgb=2.6 g/dl with rbc morph flag on the hematocrit result. The specimen was repeated using a back-up instrument (platform not provided) yielding a hgb=9.2 g/dl result. No suspect results were reported. No impact to patient management was reported.